Event description:
Patient reported aligners chipped one of their front teeth. Patient would like to get the tooth repaired. Requested diagnostic findings and if chipped tooth is an urgent repair. Aligners seem to fit with in normal limits and the chip looks to be minimal on the incisal edge.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.